Manufacturer narrative:
Addendum (02-sep-2015): additional information was provided by the affiliate. No damage was noted to the box, pouch, hoop, or balloon sleeve. There were no anomalies noted during the prep of the device, but it is unknown if there was difficulty encountered removing the balloon sleeve. There were no kinks noted on the device prior to use. The access site was located either at the brachial or radial artery. There were no stents present within the treatment site or tracking path. It is not known if there was difficulty advancing the guide wire and device to the target lesion. It is also unknown if there kinks noted on the device during or after use and if force was ever required when using the device. The device was removed intact from the patient but it is not known if the device was removed with ease. The device did not separate or break into two or more pieces at any time during the case. Further details regarding the balloon rupture are not available. Complaint conclusion: after a 6mm x 4cm saber pta catheter crossed and was inflated at the lesion, it ruptured at 9 atm (nine atmospheres). Therefore, it was removed from the patient and a new balloon was used instead. The procedure was finished successfully. There was no report of patient injury. The patient¿s information was unknown. The target lesion was the brachial shunt vessel. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was unknown. Additional information was provided by the affiliate. No damage was noted to the box, pouch, hoop, or balloon sleeve. There were no anomalies noted during the prep of the device, but it is unknown if there was difficulty encountered removing the balloon sleeve. There were no kinks noted on the device prior to use. The access site was located either at the brachial or radial artery. There were no stents present within the treatment site or tracking path. It is not known if there was difficulty advancing the guide wire and device to the target lesion. It is also unknown if there kinks noted on the device during or after use and if force was ever required when using the device. The device was removed intact from the patient but it is not known if the device was removed with ease. The device did not separate or break into two or more pieces at any time during the case. Further details regarding the balloon rupture are not available. The product was not returned for analysis. A device history record (DHR) review of lot 17133282 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and moderate tortuosity may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received indicated that after a 6mmx4cm 9 saber pta catheter crossed and was inflated at the lesion, it ruptured at 9 atmospheres (atm). Therefore, it was removed from the patient and a new balloon was used instead. The procedure was finished successfully. There was no report of patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the brachio shunt vessel. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was unknown.